Event description:
Fluoroscopy unit overheated repeatedly during emergency angiogram, resulting in the failure of fluoroscopy imaging and further delay of the procedure to allow for coding. The procedure eventually was terminated and was unsuccessful.